Event description:
Boston scientific received information that this patient was recently seen and it was noted that the right ventricular (rv) lead had increased thresholds and loss of capture (loc) since shortly after implant. Additionally there was noise which lead to greater than 10 seconds of asystole. Noise was noted on the patient's non boston scientific leads as well. The patient also stated that they had shortness of breath and fluid retention. The patient had back surgery and a magnet was not used so it is suspected that might have contributed to the noise. An rv lead revision will be scheduled soon. To date, no additional adverse patient effects have been reported.

Event description:
Additional information became available that this lead was explanted and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection confirmed that the complete lead was returned with setscrew markings found on the terminal pin. There was body fluid found inside the terminal pin and throughout the lead lumen and helix. A cut was found in the insulation of the lead as well as on the suture sleeve. Additionally there was abrasion noted on the proximal end of the distal electrode. The dried blood and debris was removed from the helix and the helix was found to be functional. This lead passed all electrical testing it was put through.